Event description:
Reported as band slippage with device replacement.

Manufacturer narrative:
Taper ii. Analysis on the product associated with this report has not been completed yet. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. A follow up report will be submitted to FDA when the device analysis is completed. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."